Event description:
During in clinic follow up, oversensing of myopotentials was observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient experienced no consequences.